Event description:
Showing high oxygen alarm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) , 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment or tested. The root cause was determined to be a defective component due to aging of the device. In consequence the component was replaced. There was no patient's involvement at the time of the issue.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. High oxygen alarm. No patient involved. No harm to patient or user. Prolonged exposure to high oxygen concentrations may cause hyperoxemia. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Event description:
Low or high oxygen alarm from time to time. O2 cell calibration ok.